Event description:
It was reported: 'drill bits broke.' Add'l info was received on 07/11/2014: during a posterior cervical decompression and fusion surgery, the tip of the 10mm drill broke off and lodged in the pt bone while drilling. It broke at c3 and c4 and was removed by pulling it out of the bone with a needle driver. There was no injury to the pt. A 12mm drill (95-0131) was used to complete the surgery.

Manufacturer narrative:
The device involved in the reported incident was reportedly 'disposed of' and is not available for eval. An investigation has been initiated based on the reported info.